Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an unspecified malfunction. The device was explanted and replaced. No patient symptoms were reported. No further information could be obtained.